Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. A risk review was completed and confirmed that the event of impedance issue was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this non implanted pacemaker was recently removed from storage. The device recorded multiple high out of range impedance measurements readings, in addition with false episodes. Technical services (ts) recommended to return the device. No patient was involved. This device has not been returned.

Event description:
It was reported that this non implanted pacemaker was recently removed from storage. The device recorded multiple high out of range impedance measurements readings, in addition with false episodes. Technical services (ts) recommended to return the device. No patient was involved. This device has not been returned.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. At this time, no further information is available. Should additional information become available this report will be updated.